Event description:
A caller reported experiencing an error with their continuous glucose monitoring (cgm) device listed as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, which the caller successfully completed, allowing them to start a new sensor session without further issues.